Event description:
The customer reported that when selecting battery power, the defibrillator shut down. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The local field service engineer evaluated the device and verified the failure. Replacement of the battery did not resolve the failure. Due to this model defibrillator being out of support since (B)(6) 2006, other replacement parts were no longer available. We cannot determine the cause since the device is out of support and cannot be repaired.